Event description:
It was reported to philips that the allura xper fd20 system did not start. The device was in clinical use. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed malfunctioning flexvision pc. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed malfunction of flexvision pc . The fse installed the software of flexvision pc . After installation of the software for the flexvision pc , the system was returned to use in good working order. The codes were updated based on the investigation outcome.